Event description:
It was reported that the patient underwent an implant and explant procedure on the same day due to a suspected epidural hematoma as per physician. The physician did not suspect the device caused the epidural hematoma. The patient was doing well and was transported to a hospital for monitoring. Additional information was received that the patient was doing well postoperatively. Nothing happened during the permanent implant. The devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 372766.

Event description:
It was reported that the patient underwent an implant and explant procedure on the same day due to a suspected epidural hematoma as per physician. The physician did not suspect the device caused the epidural hematoma. The patient was doing well and was transported to a hospital for monitoring.